Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings:. A power loss was not duplicated. Battery compartment cracks observed below grip pad. Evidence of moisture contamination inside battery compartment and on underside of battery cap. One power on reset event in reference to clearing an alarm on (B)(6) 2014 was observed in black box. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" condition was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture or loose components inside pump. Unrelated to the complaint, pump powers with returned battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery cap threads damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.